Event description:
Attorney reported: in 2007- the patient underwent a ventral incisional hernia repair with placement of a composix e/x mesh patch. Seven months later - the patient presented to the hospital for excision of the mesh patch. The patient continued to experience abdominal pain and discomfort after her multiple hernia repairs. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.